Manufacturer narrative:
Date sent: 8/30/2007. Information anticipated, but unavailable at this time.

Event description:
The device received has been classified as an unreconciled blind unit. No further information is available.